Event description:
While using the holmium laser on patient, the 200 micron accuflex fiber snapped and burned the surgeon's hand. The patient was not harmed. Local first aid to surgeon's 1st degree hand burns.